Event description:
Spouse of home pt (hp) reports hp disconnected pt line of homechoice set from transfer set without placing cap on pt line during first night on homechoice device. Baxter technician assisted hp in ending treatment early. No pt injury or medical intervention required per rn.